Event description:
A pt presented in 2003 with a thrombus located on the right atrial (proximal) side of the septal occluder implanted in 2002 for closure of a pfo. The pt was placed post implant on coumadin with an inr of 2.0-2.5 times 3 months. On discovery of the thrombus the pt was placed on heparin, coumadin and plavix. Neither dose nor duration has been reported to the company despite several requests for this information. The implanting physician reported that the hematological consult did not feel that a hypercoagulability workup was necessary and neither pre-implant hematology nor hematology results at time of the discovery of the thrombus were reported. The product's instructions for use in section 4 "contraindications" identifies that the use of the cardioseal device is contraindicated in pts with coagulation disorders or pts with hypercoagulable states. The implanting physician has reported that the thrombus resolved with the antiplatelet/anticoagulation therapy and surgical removal was not necessary.